Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patients hearing performance with the device is not optimal. A CT scan shows that the electrode array is not inserted in the cochlear.

Manufacturer narrative:
Additional information: according to the patient report a CT scan showed that the electrode was no longer inserted in the cochlea. A revision surgery took place and the surgeon was able to insert 8 channels. The concerned device remains implanted and in use. This is a final report.

Event description:
The patient's hearing performance with the device is not optimal. A CT scan shows that the electrode array is not inserted in the cochlear. A re-insertion surgery took place on (B)(6) 2016; the same implant was used and the surgeon was able to insert 8 channels.